Manufacturer narrative:
The lens was not fully implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon placed an initial intraocular lens (iol), (model was not provided) into the unfolder cartridge and then inserted the lens into the patient¿s eye, the lens cracked. A second iol (model also unknown) was attempted using a new cartridge; however, that lens ripped. This second lens was removed and replaced using a preloaded amo lens, a model pcb00. It was noted that there was a delay to the procedure until a preloaded lens was obtained from another hospital. There was no indication of patient injury. No further information was provided. This report represents the second lens attempted. A separate MDR will be filed for the first lens attempted.

Manufacturer narrative:
Corrected info: the initial MDR indicated patient's age as (B)(6). In review, the patient's age is (B)(6). (B)(6). Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. A product investigation therefore could not be performed. The customer's reported event could not be confirmed. Manufacturing record review was not possible as a serial number was not provided. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lens. Based on the results of the investigation, no product quality deficiency was identified. All pertinent information available to abbott medical optics has been submitted.